Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the 5 mm aortic neck length. Cautionary product use conditions that might have contributed to this event included: the aortic extension was two sizes larger in diameter than the main body; concentric calcifications at the aortic neck and bifurcation; and calcifications within the blood lumen (proximal mouth of the aneurysm; distal ulcerated plaque/chronic dissection). At implant, there was evidence to support: an intraoperative stent migration; a persistent type ia endoleak, and a possible type iiia endoleak. Additional competitor's stent and a suprarenal extension were placed, but the proximal endoleak persisted; the surgeon felt this leak should resolve after the heparin was reversed. A left distal type iiib endoleak and aortic rupture might have been present, but was obscured by bowel gas. Six hours post operatively, a CT scan revealed an active type iii b endoleak that resulted in a left distal rupture; the nidus was distal endoleak, although there still was evidence of a type iiia endoleak near the superior margin of the bifurcated stent. The patient survived the secondary evar procedure whereby a competitor's long stent placement and a patch endarterectomy of the right common femoral artery was performed; this finding was not observed within the available study. During the second surgical event, the patient demonstrated signs of aspiration pneumonia verses adult respiratory distress syndrome, and post-operatively, continued to deteriorate into multiple organ failure. The patient was successfully resuscitated, but the family withdrew their consent for further intervention. The patient expired on the same day as their surgery. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation, the root cause could not definitely be determined although the physician reported his belief that the cause of the endoleak was due to calcium in the aortic neck. Therefore, the most likely cause of the endoleak appears to be the cautionary use of the device associated with the calcium. The clinical review confirmed the calcification.

Event description:
It was reported that during implant on (B)(6) 2015, of the main body and a suprarenal aortic extension, an endoleak was identified. The physician elected to implant a competitor's (palmaz) stent and the endoleak still remained. Therefore the physician implanted another suprarenal aortic extension, and did an angiography several angles and the endoleak still remained. Physician believes the endoleak is due to calcium in the neck, and has elected to stop the heparin and hopefully the endoleak will resolve itself. Later in the night the patient develop acute respiratory distress syndrome which resulted in multiple organ failure and ultimately death.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.